Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 6f non-bsc introducer sheath was inserted through ipsilateral antegrade approach, and after a non-bsc guidewire crossed the lesion, pre-dilation was performed with a 4 mm balloon catheter. Another dilation was attempted with 6.0 x 40, 75cm mustang balloon catheter; however, on initial inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The device was removed without any problem, and the procedure was completed with a different device. No patient complications nor injuries reported and the patient was in good condition post procedure.